Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited acoustic lens damage and the nozzle had foreign object present. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of acoustic lens is damaged is cause traced to component failure and for nozzle has foreign objects is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.